Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the lad. An angiographic complication of dissection and lateral branch occlusion occurred during the procedure. The event was not assessed for relatedness with device.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection, occlusion). (B)(4).